Event description:
Possible dialyzer reaction. Pt with sudden onset shortness of breath, nausea & vomiting within 6 minutes of initiating dialysis. Blood pressure 177/81, shortness of breath worsened rapidly. Pt reinfused immediately. Oxygen applied @ 2l per nasal cannula. Within 10 minute, shortness of breath improved, nausea & vomiting resolved. After another 10 min., dialysis resumed with new set-up & cf-23 dialyzer. Pt tolerated resumed dialysis. Md documented in chart, "probable dialyzer reaction" and "thrombocytopenia due to dialyzer reaction".